Event description:
It was reported that the user experienced recurrent low blood glucose readings, with one episode reaching the device¿s low reading and associated symptoms, and elected to perform a factory reset and re-setup with support; oral glucose was used to treat the event, and additional training was provided. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.